Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer, and identified the failure mode as a defective gear pump. The fse replaced the gear pump, degasser tube and gear pump pcd (printed circuit board) to resolve the issue. Date of birth:information not provided by customer. Weight: information not provided by customer. Ethnicity: information not provided by customer. The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported the generation of erroneously high glucose (glu) and triglyceride (tg) patient results on their au680 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer reported that when they run quality control (qc) with the patient samples the qc is high but when it is run on its own it is within specification. The customer did not provide patient data or demographics.